Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that the patient was having trouble recharging and saw a rm05 message on the controller. The rep said the patient had experienced this before and removed and reinserted the controller battery to resolve the issue. The rep was instructed to have the patient remove and reinsert the battery in the controller again to resolve the issue. If the issue did not resolve, the patient was going to call patient services. No symptoms or further complications were reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient received another rm05 message on the day of the report. The patient recharged his patient controller to 100% and then received the rm05 message about 10 minutes later. The patient also received the message on sunday. The rep reported that the patient controller cleared the code. Instruction was for the patient to remove the lithium ion battery. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient was still having issues with their controller. The controller will now act sometimes like it is trying to connect to a recharger when the recharger is not even plugged into the controller. No further complications were reported. Additional information was received from the patient. They stated that sometimes when they were not charging, the controller would ask to connect the recharger. The patient stated that after getting programmed, they went home ¿and the whole thing zeroed out¿ stating all intensity levels ¿went down to zero¿ and they had to manually increase settings. They also restated seeing error codes. A replacement controller and recharger were sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that product ID: 97745, serial#: (B)(4), product type: programmer,.patient in this report malfunctioned causing or contributing to a death or serious injury. Therefore, product ID: 97745, serial#: (B)(4), product type: programmer, patient has been removed from the event and does not meet the reporting requirements stipulated in 21 cfr 803. All other information remains the same. If information is provided in the future, a supplemental report will be issued.